Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the jaws of the applier were found misaligned during preparation for the operation. The applier was purchased by the hospital recently.

Manufacturer narrative:
Qn# (B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a 50 pc. Lot in (B)(6) 2020. Evaluation of the returned instrument shows that the tips are slightly loose and misaligned, and the jaw pivot pin is slightly sticking out on one side of the outer tube assembly. We are able to validate this complaint. This instrument was disassembled in order to evaluate its internal components and it was found that the drive rod fingers (n001 85) that actuate the jaws are damaged. We suspect that the damaged drive rod fingers caused the jaws to become slightly loose and misaligned in the closed position. We are unable to determine what caused the drive rod fingers to become damaged but mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line.

Event description:
It was reported that the jaws of the applier were found misaligned during preparation for the operation. The applier was purchased by the hospital recently.